Event description:
It was reported that the patient came to the emergency department with syncope. They had lost 1:1 conduction between the atrium and the ventricle. The second of three p-waves was not conducted because it fell into post ventricular atrial refractory period. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 457445 lead implanted: 2006 (B)(6); 419678 lead implanted: 2011 (B)(6). (B)(4).